Manufacturer narrative:
Correction: d4 (expiration date), h4 (device manufacturer date). Updated: h6 (component code, investigation findings, investigation conclusions). Added: h6 (type of investigation). The device was sent to our technical service center for a full evaluation. As received, from visual inspection, it was observed the cable was expired since (B)(6).cable was tested with our known good unit (kgu) databox and panel pc. Zero could be performed with flotrac sensor, also ap was tested with pressure source and compared with pressure controller dpi 705 showing the same values in both devices. Additionally, a continuity test was performed and compared with a new cable evftcl. Resistance measurement show same values in both cables. No further evaluation could be performed. Evaluation results revealed that the reported event of incorrect values was unable to be confirmed. Since there was no evidence of product nonconformance or labeling/IFU inadequacies identified a potential root cause could not be identified for the issue. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Edwards will continue to review and monitor all events.

Manufacturer narrative:
The pressure cable involved in this case was received at our technical service center for a full evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this flotrac cable provided higher cardiac output and arterial pressure values than the ones provided by a different monitor and sensor placed in the other arm. Expected values according to patient status and incorrect values displayed are unknown. No error message was displayed. Patient was not treated according the incorrect values. Flotrac sensor was replaced twice but the issue remained. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained. Follow-up has started for device return.